Event description:
Customer reported taking 5-10 extra units of humalog insulin based upon a complete system result of "hi", which on the complete system indicates a result in excess of 600 mg/dl. Two hours later, he had an incident of hypoglycemia requiring professional medical treatment. Strips not available for return, replacement system sent.